Event description:
It was reported that during testing the ventilator touch screen froze. Initially, all the settings could be adjusted, but after the screen froze, the settings could not be adjusted. There was no patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. An unrelated issue was found. The software was updated and a cable and membrane were replaced to fix the issue. The device passed all testing and was returned to the customer.

Manufacturer narrative:
(B)(4).the customer support engineer (cse) evaluated the device and then replaced the display and top membrane. The cse performed calibrations and the unit was run for twenty four hours without error. The unit passed all testing.